Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the imaging system displayed the message 'connected not ready' after both the mobile view station (mvs) and the image acquisition system (ias) were fully booted and connected to one another. This occurred directly after bringing the system into the operating room, prior to imaging. They disconnected/reconnected the mvs umbilical cable and the system was able to communicate and take images as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation discovered that the reported event was caused by a blown fuse. Replacement of the fuse resolved the issue. No further issues were reported. Blown fuse was not returned to manufacturer for analysis, therefore, no findings will be possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system displayed the message 'connected not ready' after both the mobile view station (mvs) and the image acquisition system (ias) were fully booted and connected to one another. This occurred directly after bringing the system into the operating room, prior to imaging. They disconnected/reconnected the mvs umbilical cable and the system was able to communicate and take images as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.